Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device failed. No data was available to review in the share log. Confirmation of the complaint was confirmed via product. The root cause was determined to be a defective transmitter via product.